Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for an unrelated issue showing an alert for high, out of range, high voltage lead impedance. Lead was capped and replaced on (B)(6) 2016. Patient was stable before, during and after the procedure.